Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the electrode belt¿s distribution node (dn) to rear te cable pulse wire being broken, causing the gel fire wires to break within the dn. The belt did not pass falloff testing. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.